Event description:
It was reported that the flow rates for the catheter were extremely low due to possible hole in the catheter itself.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.